Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she kept receiving a no delivery alarm on the insulin pump. Customer was advised that it occurred 3 times and she changed it out 3 times. Customer stated that she received a low reservoir alert last night so she changed it. Customer saw the no delivery alarm in the morning. Customer stated that she held the pump up in the air to get it to deliver insulin. Customer received a no delivery alarm at lunch and changed it out again. Customer stated that she contacted her doctor who said something may be wrong with the pump. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer took insulin through a syringe and lantus from a doctor. Customer took the battery out but still had a no delivery alarm. Customer's blood glucose tested at 292 mg/dl. Customer stated that she had a headache and felt thirsty. Customer was advised to do a complete set change as the site may have been occluded.